Manufacturer narrative:
Functional testing confirms customer's reported complaint. The screw for the position pot on the extrusion was missing. The cause of the reported issue was due to the screw for the position pot on the extrusion was missing. As a result, the position pot screw was installed and tightened to factory specification along with replacing the left and right clutch halfs, preventive maintenance was performed. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a travel course error. It is unknown if there was patient involvement, no adverse patient effects were reported.